Event description:
It was reported that the patient was having difficulty sending and taking readings to their patient electronic system (pes). The issue was troubleshooted by turning on the pes and getting a no connectivity icon on the start screen. The patient then pressed options and the pes shut off on it's own. The pes was directly plugged into a wall outlet. The connections were all confirmed to be secure. The green light was lit on the power supply box. There were no fraying or exposed wires. The pes was turned back on. The telephone dial prefix screen displayed. The global system for mobile communications (gsm) and wifi setting were enabled. The wifi was at 5 bars and there were no recent changes to the environment of the pes. The pes is placed on the right side of an adjustable bed. The patient stated they never had to unplug the bed. The patient noted that they have both a pacemaker and left ventricular assist device (lvad). No other nearby devices were noted. The reading was started without the patient and saw blue 99%. The reading was cancelled. The pes was then pushed towards the center of the bed. The reading was started without the patient and saw white 15% and blue 99%. The reading was cancelled. The pes was moved to the foot of the bed and started a reding without a patient. This was white 2-5%. The reading was cancelled. The reading was then started with the spine centered, lvad and the battery was as far away from the pes as possible. The reading and transmission were successful. The cause of the problem was determined to be a connectivity setting was disabled and emi. There were no further remote care technical services (rcts) actions required. No replacements were needed.

Manufacturer narrative:
Section a4: patient weight is unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.